Event description:
It was reported that during a breast biopsy procedure, a part of the plastic was broken. The doctor took the device out of the breast and no material remained in the breast. No pt consequences were reported.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.